Event description:
(B)(4), this is a replacement for a recalled joystick that is just past the 6 months warranty. Dealer states speed knob broken does not show on display when knob is used. Dealer did not want to give any patient information.